Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to the ipg feeling loose in the pocket after losing weight. The physician moved the pocket site to the abdomen area and added an extension. The patient is reportedly doing well.